Event description:
The user came for routine programming and affected channels were observed in (B)(6) 2019. No change in hearing perception was noticed since the recipient is bilaterally implanted and non-verbal. The user was re-implanted in (B)(6) 2020.